Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). An investigation was completed with affected sample as it was returned. Visual inspection of this sample presented the tip to be broken verifying the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. . Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7118054, and #7114312 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7118055, and #7114316 and no problems, defects or qn related to the reported issue were found. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we believe that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Root cause analysis the material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product.

Event description:
It was reported during use of the bd 2 pc discardit ii¿ syringe it was noticed the connector (luer-lock) had broke during use. There was no report of injury or medical intervention.